Manufacturer narrative:
Product analysis: the valve remains implanted and the dcs was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Another relevant device is: product ID: [enveor-n-us], serial/lot [unknown], use by date [unknown], UDI [unknown]. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), the valve dislodged when the dcs was pulled back into the ascending aorta. The nose cone of the dcs caught on the valve and caused it to be dislodged out of the annulus. The valve was snared into the ascending aorta and a second non-medtronic valve was implanted successfully. No adverse patient effects were reported.